Event description:
The employee was unpackaging the device from the box by holding the foam siding. While removing the device the laptop slid and the employee tried to prevent the laptop from falling to the floor by holding the device by the bottom of the docking station and the employee maneuvered her fingers to better grip the docking station. In this process, her index finger caught between the consol and docking station and her fingernail split down the middle. It appeared that the device was not attached to the docking station. The employee stated that the dual-lock was not fastened correctly to the device and it would have crached to the ground if she had not caught it. The employee stated on 8/17/05 that her finger is "fine" and that she did not seek medical attention.

Manufacturer narrative:
Natus will implement inspection on devices when packaging to assure that the laptop is securely fastened to the docking station.